Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The mayfield triad skull clamp (a1108) was not returned for evaluation; therefore, failure analysis cannot be completed due to the lack of information to perform a complete investigation. Additionally, the serial number provided does not appear to be valid; therefore, the device history record (DHR) could not be reviewed. As a result, the definite root cause cannot be determined. Based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a case they encountered a problem with the mayfield triad skull clamp (a1108) which resulted in a small fracture to the patient's skull. The exact problem encountered with the device has not been reported. The case proceeded with a non mayfield skull positioning device. The facility also noted that the surgeon is an extremely experienced mayfield user with over 20 years of practice and is extremely cautious when applying the skull clamp. No surgical delay has been reported.